Event description:
It was observed during central processing that the 5mm maryland dissector instrument had a cut in the insulation. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint insulation cut to where metal appears is confirmed. Black tube insulation is damaged at the distal end. Missing piece measured roughly about 0.061 x 0.82. Metal shaft is exposed as a result. Evidence not conclusive, but damage is likely due to misuse. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.